Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with two infusion sets which fell off during use within 24 hours of use. Patient's blood glucose level at time of event was 200 mg/dl and patient replaced infusion set and resumed insulin successfully no further information available.